Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. .occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook günther tulip filter on (B)(6) 2014 . On or about (B)(6) 2019 plaintiff had a CT of her abdomen and pelvis done to evaluate her indwelling ivc filter, which revealed that the cook filter is perforating her ivc and impinging on her duodenum, as well as abutting her aorta, and her psosas muscle". Patient outcome: it is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting, as well as future recurrent dvt and/or pulmonary embolism. For the rest of [pt]¿s life, she will require on-going monitoring of her condition."

Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain, depression, discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for neither device. No other complaints on lots. The following allegations have been investigated: pain, depression, uncomfortable. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the left femoral vein due to deep vein thrombosis. Patient is alleging vena cava perforation. Patient further alleges abdominal pain, depression, not being able to live a comfortable life. Report from radiology: "...placement of a cook tulip ivc filter on (B)(6) 2014. There were no imaging studies provided demonstrating filter placement. A CT abdomen/pelvis was performed on (B)(6) 2019. The study demonstrated the filter at the superior l2 to inferior l3 interspace. Migration is unlikely based on the study. There is no significant tilt demonstrated. A grade 3 perforation is indicated. A left ventral strut extends 6mm outside the cava wall, abutting the duodenum. A left posterior strut extends 7mm outside the cava wall and abuts the aorta. A right posterior strut extends 7mm outside the cava wall and abuts the right psoas muscle."